Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the sales rep that during an open gastrectomy, the knife stopped slightly after moving forward at the 2nd firing and the device was locked out. The device could not be fired even though the firing trigger was grasped several times. The knife did not return to the home position with the knife reverse switch. Then, the firing trigger broke off when it was grasped several times again. Eventually, the knife could be return to the home positon and the jaws could be opened by pushing the knife reverse switch several times again. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p56j8l. Device evaluation: the analysis found that one psee60a device was returned with the firing trigger broken and with an ecr60g partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. No further functional testing could be performed due to the conditions of the firing trigger. No conclusion could be reached as to what may have caused the firing trigger to become broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.